Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Based on the condition of the returned device, it was discovered that the probe tip was intact but the cannula was broken. No pieces of device was missing and there was nothing left in patient. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a liver ablation the probe broke while in the patients liver. There were no patient consequences and there is no additional information.